Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. Additionally, a cause for the reported positioning failure associated with leaflet grasping cannot be determined. Improper or incorrect procedure or method/user error is associated with the user retracting and rotating the lock lever forcefully. It should be noted that the electronic mitraclip g4 instructions for use (IFU) warns to not retract the lock lever forcefully as this may result in inability to unlock clip. Physical resistance/sticking of the lock lever is related to the user error of retracting and rotating the lock lever forcefully. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted. Grasping was performed, but was noted to be difficult. After multiple attempts, it was observed the anterior gripper was no longer lowering. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. It was noted during the procedure, one of the operators mishandled the lock lever and put unnecessary pressure on the device. The gripper malfunction came after the improper handling of the device. Two clips were then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.